Event description:
Gamma camera biad 89. In reference to biad 89 equipment failure; the head of the detector fell. This device was retrofitted approx a yr earlier by trionix research labs with a safety switch which was specifically designed to prevent this type of accident. This is the second time that staff have experienced this type of failure on trionix equipment.